Event description:
It was reported that the sys 2600's workstation would not initialize after several attempts. There was no adverse pt involvement or info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Found hard disk data corrupt. Replaced hard disk and reloaded all software and cal files. The sys was tested and found to be working as intended and placed back into svc.